Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 408 mg/dl. The customer treated with a bolus. Standard troubleshooting was performed, but was unable to be completed because the customer did not have a tubing clamp and did not want to change his infusion set. The product is not being returned. Nothing further was reported.